Manufacturer narrative:
The investigation into purge flag/disk problem is complete. The controller was returned for evaluation. The purge clip was cracked and the purge flag was broken causing frequent purge disc not detected errors. Please replace the purge disc retainer and purge disc flag (3100-0256) then do preventative maintenance steps 10-12 followed by performing a full functional check on the console and optical system. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced a purge disc/flag issue. There was no reported patient involvement.